Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6).

Event description:
It was reported, the single use mechanical lithotriptor v exhibited a torn guide wire tip. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.